Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with novosyn quick suture. The client reported that a dehiscence occurred approximately three weeks after an episiotomy surgery. Patient was reoperated and the outcome is ok. All medwatch submissions related to this report are: 3003639970-2022-00441. No further information has been provided.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We have received two different cases regarding the same issue from the same customer at the same time. We manufactured and distributed in the market (B)(6) units of this code-batch. There are no units in our stock. We have received 6 closed samples to analyze both cases. Tightness test to the samples received has been performed and the units are tight. We have tested the knot pull tensile strength of the samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 3.75 kgf in average and 3.60 kgf in minimum (ep requirements: 2.80 kgf in average and 1.27 kgf in minimum) degradation test results conducted on the samples received fulfil b. Braun surgical (bbs) requirements. In the degradation test, threads are introduced in a sörensen solution at 37ºc for 7 days. After this period, the knot pull tensile strength of the thread is tested. The results for the samples received are 0.95 kgf in minimum and 1.19 kgf in maximum. B. Braun surgical requirements are: 0.38 kgf < xi < 2.12 kgf. These values are the usual and current ones for this thread and size. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. According to the information received, a dehiscence occurred three weeks after episiotomy surgery. In terms of indication, it is correct as novosyn®quick is intended for use in soft tissue approximation when only short-term wound support is required and when the rapid absorption of the suture would be beneficial. In the instructions for use of the product is stated that in vitro studies of novosyn®quick show that 5 days postimplantation approximately 50 % of the initial tensile strength remains. All of the original tensile strength is lost by approximately at 10-14 days post-implantation. The absorption of novosyn®quick takes place after approximately 42 days. Furthermore, as it is mentioned in the novosyn quick instructions for use, the following side effects may be associated with the use of this product: transitory local irritation, transient inflammatory foreign body reaction, enhanced bacterial infectivity, wound dehiscence, granulation. According to the results of the tests realized to the closed samples received from the customer and the batch manufacturing records review, the product complies with our specifications; therefore, we do not see any manufacturing fault or material defect that could have caused the incidence. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.